Manufacturer narrative:
A correlation between the device and the report of infection and subsequent sepsis and death could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired 13 days after lvad implant due to septic shock. Patient was intubated for all time of support and had systemic pressure very low due to septical status. No other information are provided. No autopsy was performed and the device was not explanted.